Event description:
Drill and reducer stopped working in middle of procedure. Dr. Did not have a replacement device and a bone graft had to be placed to fill the hole in the mandible. Additional antiobiotics prescribed.